Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was implanted then explanted and then disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history record review revealed no shipments of this product to this customer. The september 2007 15-month mid-ureteral slings complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The complaint information states that the doctor had mistakenly harmed the pubic bone nerves of the patient and she is suffering severe pain in her right leg since that time. Our dfu (directions for use) indicates that the procedure should be performed with very careful attention to avoid laceration of any nerves.

Event description:
It was reported to boston scientific corporation that a patient had an obtryx mesh sling placed system in 2007. During the procedure, the physician inadvertently harmed the pubic bone nerves resulting in severe pain in the patient's right leg. According to the complainant, approximately a month later, one month later, the physician removed the obtryx mesh sling completely. The patient also had a total hysterectomy at the same time. The patient was treated with an analgesic drug for pain management.